Manufacturer narrative:
Our fe went to the site and couldn't reproduce the c-arm rotating on it's own. He checked all switches and as a precaution replaced the rotational switches.

Event description:
On (B)(6) 2016 the site had a wheelchair patient that wasn't moving on her own. There was 2 technicians and a family member present at the time. One tech was upholding up and positioning the patient for a mediolateral of the right breast, with the c-arm at 90 degrees. (B)(6) was at the head of the unit beginning compression with the foot pedal when the c-arm rotated on its own hitting her in the front of the mouth. The c-arm hit the wheelchair cracking the tube head cover, the face shield the array cover also fell off. The patient nor the other tech weren't injured.. (B)(6) was experiencing pain in the mouth but had no cracked teeth that could be seen. She has stated that neither the other tech or the patient could have hit the rotation switches or the compression paddle.